Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient had an extended svt episode and received inappropriate atp and hv therapy due to the rate being binned. It was discussed that the post ventricular atrial blanking period for the device be reprogrammed. The device remains implanted.